Event description:
The customer reported via phone call that he was receiving a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 95 mg/dl. Customer stated that the drive support cap was sticking out. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. The insulin pump has cracked belt clip slot, broken reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.